Manufacturer narrative:
Corrected data: the manufacturer report number should have been 3006695864. All pertinent information available to abbott medical optics at this time has been submitted.

Event description:
Doctor reported that he had two capsule breaks resulting in a reported one vitrectomy. Doctor concerned the system vacuum is out of calibration.

Manufacturer narrative:
Field service specialist visited account and functionally tested the phaco handpieces the customer has. He found phaco handpiece (B)(4) tip was clogged. Phaco handpiece was left for customer with service report explaining findings. The handpiece being clogged could be as a result of inadequate maintenance and/or the customer not following the instructions for use for cleaning procedures. As per directions for use (z310870 b direction for use (dfu), ellips fx phaco handpiece) states ''warning: improper/inadequate cleaning may result in particulate matter adhering to the instrument and exfoliation of particles into the surgical field. In addition, the function and life expectancy of the phaco handpiece may become compromised.'' All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Correction: initial report did not mention customer reported unstable chamber as a problem. On supplemental MDR #1 date received by MFR is 8/27/2014. Placeholder.